Event description:
In january 2006, the lay reporter, the lay patient's mother contacted lifescan alleging that the patient's one touch ultra smart meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the mother since she could not be reached by phone. The patient tested with the reported meter in january 2006 at 10:00 am and obtained a result "above 400." The mother said the patient felt like his sugar was low, but the meter kept reading "about 400." The patient took insulin based on the high readings; the insulin type and dose were not provided. No information was provided regarding the patient's diabetes regimen. During this time, the patient was involved in a surf competition and a friend found him on the beach acting disoriented. The patient's mother was called and she rushed him to the hosptial. The patient "felt horrible, had a hard time seeing, his face was twitching, and he felt like he was going to faint." At the hospital an IV was started and a result of 438 mg/dl was obtained on the reported meter compared to 70 mg/dl on the hospital device at 3:40 pm. No further information was provided regarding the specific treatment given to the patient or how long he remained at the hospital. The customer service agent (csa) confirmed that the test strips were not expired and had been stored correctly. The code on the meter matched the test strip code. The mother confirmed that the patient used correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the patient took insulin based on meter readings and subsequently experienced hypoglycemia requiring medical intervention.